Manufacturer narrative:
The reported complaint of the autopulse platform sn (B)(4) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message was confirmed during functional testing and archive review. The root cause for the ua45 error was due to drive shaft not being at "home position". Usually ua45 error message can be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. However, in this case, the drive shaft and clutch was completely seized. The root cause for seized drive shaft and clutch is undetermined. The reported complaint of "the lifeband belt was stuck on the drive shaft of the autopulse platform" was confirmed during the visual inspection. Noticed that the part of the lifeband was cut and the lifeband pin was left in the drive shaft. The root cause was due to the seized drive shaft and clutch. During visual inspection, unrelated to the reported complaint, top cover, front and bottom enclosures were observed with cracks. This type of physical damage on the platform was likely attributed to mishandling such as a drop. The top cover, front and bottom enclosures were replaced to remedy the physical damages on the platform. In addition, a dead moth was observed inside the autopulse platform. The archive data was reviewed and contained multiple ua 45 error message. Thus, confirming the reported complaint. The autopulse platform failed initial functional testing, due to driveshaft and clutch are stuck. Thus confirming the reported complaint. After cleaning and deburring the drive shaft clutch area, the drive shaft was rotated to home position using the administrative menu. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no history of complaint reported for autopulse with serial number (B)(4).

Event description:
During patient use, the autopulse platform (sn (B)(4)) stopped compression and displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message. In addition, the lifeband belt was stuck on the drive shaft. Following this, the platform was replaced to continue patient care. Patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown. Please see the following related MFR report: MFR # 3010617000-2021-00365 for the lifeband